Manufacturer narrative:
Philips received an inquiry from the customer regarding the v60 ventilator, and what are considered normal leak values. It was reported that the device was in use when the issue occurred. No patient or user harm reported. The customer inquired about what was considered a normal leak and requested additional details. A follow up was performed with the customer, and it was reported that the v60 ventilator had a "no leak, pt (patient) rebreathing" message. The customer also reported that the patient(s) were wearing a mask. The record was closed with no further actions performed by philips. No repairs were performed on the device, and the details noted that the customer directed to a clinical expert regarding the customer's inquiry. No further details were documented in the record. An additional follow up was performed with the customer, and it was reported that the customer was not reporting a malfunction, but only inquired about what is an "acceptable" leak for the v60 ventilator.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "no leak, pt (patient) rebreathing" message (low leak: co2 rebreathing risk). It was reported that the device was in use when the issue occurred. No patient or user harm reported. The customer inquired about what was considered a normal leak, and requested additional details. A follow up was performed with the customer, and it was reported that the v60 ventilator had a "no leak, pt (patient) rebreathing" message. The customer also reported that the patient(s) were wearing a mask. The record was closed with no further actions performed by philips. No repairs were performed on the device, and the details noted that the customer directed to a clinical expert regarding the customer's inquiry. No further details were documented in the record. An additional follow up was performed with the customer, and it was reported that the customer had inquired about details on what is an "acceptable" leak for the v60 ventilator. It was not confirmed if the device was returned to service. Investigation ongoing / resolution pending.